Manufacturer narrative:
The reported complaint was confirmed. The srt found that during the epgs leak test, when the flow was above 10 cubic centimeters per minute (cc/min), and when a liquid leak detector was put on the fitting, there was a leak. It was determined that the fitting was damaged causing air to leak. The fitting was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) fitting was found to be stripped causing air to leak. There was no patient involvement.